Event description:
The patient reportedly experienced decrease in performance and intermittencies while wearing the external equipment. The patient was seen at the center for evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. In 2007, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was functioning. Due to the decrease in performance and intermittencies, the decision was made to explant the patient's device. The patient's device was explanted.